Event description:
Caller reports lancet protrudes beyond the end cap of the softclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.